Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000159, serial/lot #: unknown. A medtronic representative (rep) went to the site to test and service the equipment. The rep found that the rotor had skipped several teeth. The rep corrected the problem and replaced the cover assembly. The system then passed the system checkout and was found to be performing as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the inner gantry cover was not aligned. The imaging system at the site could not close fully to take a confirmation spin; the medtronic representative mentioned that the inner gantry cover seemed to be the issue. The site chose not to take a confirmation spin. There was a procedural delay of less than 1 hour, and there was no impact on patient outcome.